Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.